Event description:
Elderly female with history of coronary artery disease (cad), deep vein thrombosis (dvt) and recent chest pain. Procedure: l&r coronary angioplasty, l heart cath, percutaneous coronary intervention (pci) in mid- left anterior descending artery (lad) and stent placement. Physician and rn were unable to load sheath onto access wire. No known harm to patient, minor delay. New sheath used without problems. Manufacturer response for introducer, catheter, prelude ideal¿ (per site reporter). Will obtain.